Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro drug-eluting stent system was selected for treatment of a severely calcified lesion (80% stenosis degree) in a severely tortuous segment of the mid lad. After pre-dilatation, an attempt was made to insert the orsiro, but due to severe calcification, it was not possible to pass the lesion. The device was withdrawn, and after inserting a 5.3 f guide extension, a second attempt was made to advance the orsiro. However, since it was still not possible to pass the lesion, the device was withdrawn again. A second pre-dilatation was performed, and a third attempt was made to insert the orsiro, but it could still not pass the lesion. During this insertion, high friction was felt. After pulling the device back again, stent damage was noticed. Poba was performed. Subsequently, a orsiro 3.0/15 was successfully placed in the proximal lad. The pci procedure was successful and without complications.